Event description:
It was reported that during routine service, cardiosave intra-aortic balloon pump (iabp) had etf 13 & fault cod 106 in logs. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person, mfg site) g3, g6, h2, h3, h6 (type of investigation, investigation findings component codes investigation conclusions), h11. A getinge field service engineer fse was dispatched to evaluate the iabp unit and was able to reproduce the reported issue the fse discovered error in logs during pm related to executive processor failure. Replaced executive processor and reloaded b17 software and performed pm same service visit product passed all functional and safety tests per manufacturer specifications unit returned to service. The failure analysis and testing dept received part with a reported unit failure of an error code 106 and etf code 13. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part revision r no failure confirmed. Retaining the part in the failure analysis and testing department per procedure. As per the cardiosave dfmea the possible cause of the failure mode fault 106 fault in datacenter that causes a system shutdown powerup test fails 13 startup timeout etf for the part executive processor is component reliability or external force to connector pins.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields: h6 (investigation findings, component codes).